Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the primary system controller was inspected in detail and a lifted membrane was observed. The primary system controller was replaced. The patient tolerated the short pump stop during system controller exchange very well.

Manufacturer narrative:
D4 - UDI: correction manufacturer¿s investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being lifted was confirmed. Visual inspection of the submitted photo and the returned system controller (serial number: hsc-143109) revealed that the ui membrane was slightly lifted near the display button. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The downloaded system controller log files did not indicate any issues with the returned controller. The reported event of a lifted ui membrane on the system controller was confirmed, a corrective action was initiated to investigate this issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.